Event description:
It was reported that the device will not power on using rechargeable battery, only aa batteries. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found keypad and labels were intact and there was no physical damage. Functional testing confirmed the problem; however, it was stated which rechargeable battery was used. During testing between these two rechargeable batteries, (the comm module rechargeable battery and rechargeable battery pack) the rechargeable battery pack was found to be compatible with vip pump. On the other hand, the comm module rechargeable battery is not compatible with vip pump. Therefore, recommend to use the rechargeable battery pack or the standard aa batteries. The root cause of the reported issue was found to be user error / training issue. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).